Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted form 90% to 50% within 30 minutes. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was not impacted due to the reported issues. Reportedly the customer had manual injections as alternate insulin therapy.